Manufacturer narrative:
Complaint of loss of live video could not be reproduced. Product passed functional testing during 6 hour burn-in with no signal loss or interference. Video image remained constant throughout functional testing and burn-in. All functions performed as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.

Event description:
It was reported that during the procedure the screen went blank. A backup device was available to complete the procedure without delay or patient impact.